Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined no root cause can be determined as no samples were received. Rationale: no batch#/sample available.

Event description:
It was reported that after use of the bd precisionglide¿ needle 22 g x 1½" needle, non-sterile the needle pierced through the side of the needle cap while recapping which resulted in a needle stick. A physician was stuck while reaching back into kit for another item. The doctor did not seek treatment.